Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim while administering the chemo, the tubing was laying across the patient's leg as he was sitting in the back of the infusion room and we were limited on chair space. His IV was in right arm and the pump was on the left which meant the tubing had to lay across him. At the end of the infusion, there was leakage on the patient's pants where the texium was laying. The texium is supposed to prevent any leakage. Pt informed to wash his pants alone twice on a warm cycle and to call with any issues. Patient informed to wash his skin when he got home with soap and water and to pat dry and to watch for any skin irritation, redness, or blisters and to call us with any questions or concerns.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.